Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely tortuous and moderately calcified left internal carotid artery. During the procedure, after crossing the lesion with the fiterwire ez, inflation was attempted in order to perform pre-dilation. However, the balloon did not expand upon inflation, and dilation could not be performed. There was no noticeable damage was found, but contrast medium was leaking from the balloon part, which suggested there may have been a tear. The procedure was completed with a different device. There were no patient complications as a result of this event.